Event description:
It was reported that no drops of insulin were observed at the end of the tubing or cartridge pigtail. The customer experienced a blood glucose level of 214 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.